Manufacturer narrative:
(B)(4) batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hernia repair procedure that during use near mesh that the knife blade stayed ¿out¿, and the jaws were unable to be closed. Device was removed with the trocar then removed from the trocar and the trocar was replaced. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 1/17/2023 d4 batch #: x95w3n investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the knife advanced and bent. The device was connected to the generator and it was recognized. However, during the functional test, the knife could not be fired. Upon visual inspection of the device, it was observed that the knife was bent. The device was unable to close due to the condition of the blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.